Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a foreign material on the intraocular lens (iol). The foreign material is not in the visual axis and there was no patient injury reported. In follow-up, it was reported that cleaning was done with handpiece irrigation/aspiration (I/a). No incision enlargement was required. Surgery time took 10 or 15 additional minutes. It was stated that it was impossible to remove the foreign material from the iol. For another reason, masses had been forgotten into the patient's capsule and the patient went back the next day to get them removed on (B)(6) 2015, it was reported that the foreign body or stain was no longer present on the implant. No further information was provided.

Manufacturer narrative:
There was no visual inspection of the lens since the lens remains implanted in the eye and was not returned. The reported complaint of foreign material/debris particles could not be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this production order were received to date. No product deficiency was identified. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.